Manufacturer narrative:
The event of "granuloma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, granuloma and capsular contracture, baker grade IV.

Event description:
Patient representative reported "numerous lumps, siliconomas and a defect silicone implant were found, with MRI", "capsular contracture, baker grade IV, implant rupture and severe pain" "lymph nodes significantly enlarged" "suffering from severe psychological stress, in particular the great fear of developing cancer¿. This record is for the right-side. Device has been explanted.